Event description:
Customer reported a failure code 814. Customer reported there were no patient injuries or medical intervention associated with this report. Customer did not have information whether incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25 2007. Evaluation summary:the device was evaluated at a baxter service center. The reported condition of failure code 814:01 was confirmed. The batteries were found depleted to a potentially damaging level which caused the failure to occur. The batteries were replaced and the device was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.